Manufacturer narrative:
A 510k number was not provided because lancing devices are not 510k cleared. Lancing devices are not serialized or assigned lot numbers so it's not possible to determine a manufacture date.

Event description:
The advocate called for help with the customer's microlet2 lancing device. After the customer used the device to obtain a sample, the advocate accidentally stuck herself when trying to remove the used lancet. No other info was provided. The device is to be returned for evaluation. A replacement device was sent to the customer.